Event description:
New information noted that the right ventricular lead failed to capture.

Event description:
New information noted that the right ventricular lead exhibited high capture thresholds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in a freestanding emergency room due to feeling faint. Upon review, it was noted that the right ventricular lead exhibited intermittent capture, oversensing noise and the impedance has been slowly decreasing from implant date. Programming changes were performed, and capture was regained. The patient was taken to the hospital for a lead revision; however, the procedure was unsuccessful as the physician was not able to access the vein. On (B)(6) 2021, the lead was removed and replaced. The patient was in stable condition post-procedure.